Event description:
The international customer reported the ventilator power supply was faulty. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Service completion is pending.

Manufacturer narrative:
Service completion pending.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.